Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 30 mg/dl while wearing the pod. An ambulance was notified and emergency medical technicians (emts) came to the patient's home. The emts fed patient a peanut butter and jelly sandwich and stayed for 1-2 hours until her bg levels climbed to 70 mg/dl. Afterwards, a friend stayed with patient to monitor bg levels and ensure patient was eating and feeling better.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.